Manufacturer narrative:
Sample was received for evaluation. DHR- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Device identifier # (B)(4). The manufacturing and expiration date for the final kit could not be identified since lot number for the final kit was not provided. Failure analysis - no visible damage to the sensor, catheter, or connector was noted during the review. The unit passed electronic, noise, and signal drift functional testing. No root cause could be determined as the technician was unable to confirm the problem reported by the customer.

Event description:
A physician reported the cerelink icp express was giving inaccurate readings: integra¿s neurosurgery specialist narrative: ¿I received a text from a physician, where he had a patient with the icp express and ventricular catheter implanted. This sensor was placed on wednesday night, the 25th. All had been going well until yesterday. He stated that the icp from transducing was 8 and the icp express showed 145. I had them confirm the reference number was correct, which it was on the box. They grabbed a new icp express and put in the correct reference number and the icp on the icp express also showed 145. The patient did have an MRI the night before. Surgeon ended up leaving in the ventricular catheter and just using it to drain, no longer to monitor icp. He wants the catheter sent in, for inspection to see where the issue lies or what possibly occurred.¿